Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the vent inop was unable to be duplicated. The logs however revealed the occurrence. The event log that had been recorded at the time of the device inop was analyzed. It was established that the writing of the event log had been processed incorrectly. The abnormality was to have occurred in data processing within the device at the time of the issue. The software has been upgraded to the latest version 3.6.1.